Event description:
Dealer alleges that the seat post bolt broke and part of bolt is still in threaded post receiver. The receiver hole is out of round, elongated.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.